Event description:
It was reported that the injector flow rate was set for 2.0 cc/sec, with a total volume 100 ml contrast to be delivered. An extravasation of the entire contrast volume occurred. Pt was treated with warm compress and elevation. No addition medical intervention was needed.

Manufacturer narrative:
It is the opinion of e-z-em's medical director that this report represents a false negative, as the eda did not detect the apparent extravasation. Extravasations freater than 20cc's do have the potential to cause serious harm or permanent injury that may require add'l medical intervention in the form of plastic surgery. E-z-em's manual and operations guide includes a caution and warning section relating to minimizing the potential for extravasation. However, e-z-em's labeling clearly states that the eda feature is an "auxiliary device feature which assists users in the detection of a possible extravasation" and "it is not intended as a substitute for observation and intervention by a trained healthcare professional.") It is an unrealistic expectation that the eda device which uses low level electrical signals for extravasation detection purposes provide 100% sensitivity. While it is not possible to determine if the circumstances behind this false negative condition are solely user related, device related, or some combination thereof, e-z-em will continue to provide training, site monitoring, and complaint evaluations.